Event description:
Sorin group (B)(4) received a report that the heater-cooler was unable to reach the set temperature during a procedure. Eval performed by the customer found a foreign object in the fluid pathway and once the object was removed, the issue was resolved. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) received a report that the heater-cooler was unable to reach the set temperature during a procedure. Evaluation performed by the customer found a foreign object in the fluid pathway and once the object was removed, the issue was resolved. There was no report of patient injury. A sorin group field service representative as dispatched to the facility to investigate. While at the facility, the service representative completed functional testing and found the unit to be performing as expected. A review of the device history record didn't find any deviations or non-conformities related to this issue. Although the reported issue could not be reproduced, it is similar to previous complaints for which are currently under an ongoing root cause investigation, 2015-12. No further investigation is required.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.